Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument on universal surgical manipulator (usm) arm 4 rotated unexpectedly without any input from the surgeon. No errors or messages appeared, but a constant noise was noted from arm4. The technical service engineer (tse) recommended the customer reseat the sterile adapter and instrument on arm4. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse inspected system, performed multiple scenarios to attempt to recreate reported issue. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The following annex codes have been updated: annex g - component desc 1 . G04129 - tip to g07001 - part/component/sub-assembly term not applicable. Annex c - inv findings desc 1. C20 - no findings available to c19 - no device problem found. Annex d - conclusion desc 1. D15 - cause not established to d14 - no problem detected.